Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. E1: initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the implant at tooth site #2, #3, #4, #5 & #6 had bone loss & allergic reaction. Implant become loose, swelling occurred. Symptoms as a result of the event: abscess & pain

Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation was performed, implants had signs of use with markings from removal and debris on their internal and external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported for similar events and four other complaints were identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection. Refer to attached summary investigation for bone loss. Therefore, based on the available information, a device malfunction did not occur. No damage identified or signs of malfunction that would have contributed to the event. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.